Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp replaced the motor control board and also replaced the compressor of this unit from another unit from customer stock to resolve the issue. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g4, h10, h11. After further review it was determined that the g4 date in follow up MDR mfg# 2249723-2021-00833 should be 27may2021to reflect when the repair was completed.

Event description:
N/a

Manufacturer narrative:
Event site postal code: (B)(6).

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) failed the electrical test #50. The unit alarmed for the reported malfunction. There was no patient involvement, and no adverse event reported.